Event description:
Customer alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back: 90 mg/dl, 125 mg/dl, 398 mg/dl, and 150 mg/dl on the advantage system; and 170 mg/dl, 358 mg/dl, 80 mg/dl, 276 mg/dl, 121 mg/dl, and 209 mg/dl on the advantage system. The customer reported no symptoms in connection with these results. Customer stated the she had decreased food consumption and taken extra avandia (on her own - was not prescribed to take extra). No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device, and replacement product was sent.